Manufacturer narrative:
The customer contact indicated the device was discarded. This product was designed with a removable clave port. Instructions for use state, "remove caps when required and secure connections."

Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. An unspecified power injector tubing set was connected to the removable clave of the extension tubing set and was being used to deliver an unspecified contrast media. It was reported that at the end of the scan when detaching the power injector tubing set from the removable clave, the removable clave disconnected from the extension tubing set and remained connected to the power injector tubing set. A blood loss of 30 ml was reported. There were no reported adverse patient effects. No additional info was provided.